Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) cleared the upload error from pes and health sight viewer (hsv), backed up the station database, initiated a full synchronization (which failed after a user reboot), then dropped and recreated the database. The product support engineer (pse) applied the ka (upload error on storageitemtransactionkey), and the station synced fully and communicated properly. The system functioned as intended after the tss and pse troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was not communicating. The customer reported that messages were not syncing to the server and no activity was visible on the device, with hsv showing an upload process failure and mentioned the issue began after upgrading to the new device. Customer tried rebooting the device, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.